Event description:
Information received indicates the technician did an electrical test and found the ground resistance reading was out of range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.